Event description:
Reportedly, the pacemaker involved in this MDR report was implanted in a pacing dependent pt together with a new implanted lead. However, five mins after placing the subject device in the pocket, absence of pacing was observed. The device has been interrogated and internal egm showed a kind of high rate noise sensing (at a frequency of 8hz) with high amplitude which inhibited pacing completely. The device has been explanted in emergency and the lead connected to an external pacing system. Later the pt rec'd a new device. The subject device will be returned for analysis.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.